Manufacturer narrative:
H6 device codes corrected from leak/splash 1354 to material rupture 1546. The complaint device was returned for analysis. Blood was identified in the balloon which was indicative of a leak. The returned device was loaded onto a mandrel and attached to an encore inflation unit. Positive pressure was applied, and a pinhole leak was identified 13mm proximal from the proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a hole on the balloon was noted. The target lesion was located in the iliac artery. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the physician found that the balloon was leaking and had a hole on it. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a hole on the balloon was noted. The target lesion was located in the iliac artery. A 12.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the physician found that the balloon was leaking and had a hole on it. The balloon was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.